Event description:
Information received by medtronic stated that the insulin pump had an unexpected battery error alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged charge lasting less than expected (low, short battery life) and unexpected battery power loss found on (B)(6) 2021. The pump was received with blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download the trace and history files using thus, or verify charge lasting less that expected and unexpected battery power loss due to blank display. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, and force sensor. Cleaned electrical board 1 and electrical board 2 with isopropyl alcohol with no effect. Blank display is due to moisture damage on the electronic assembly (electrical board 1 and electrical board 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Battery charge lasting less than expected (low, short battery life) and unexpected battery power loss are unknown due to a blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.